Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) we did receive performance data collected from the device and have analyzed the data. Battery depletion was indicated as elective replacement indicator (eri) due to high battery impedance logged on (B)(4)-2011, prior to explant. Ramware version 8 installed on (B)(4)-2011. Additionally, the high battery impedance lead to eri.

Event description:
It was reported that the device tripped eri (elective replacement indicator) due to battery impedance criteria. It was noted that the device was loaded with the programmer and found to have a good battery voltage and then some time later the device was interrogated and found to be at eri (elective replacement indicator). The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. We did receive performance data collected from the device and have analyzed the data. Battery depletion was indicated as elective replacement indicator (eri) due to high battery impedance logged on (B)(6) 2011, prior to explant. Ramware version 8 installed on (B)(6) 2011. Additionally, the high battery impedance lead to eri.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery depletion was indicated as elective replacement indicator (eri) due to high battery impedance logged on (B)(6) 2011, prior to explant. Ramware version 8 installed on (B)(6) 2011. Additionally, the high battery impedance lead to eri.

Event description:
It was reported that the device tripped eri (elective replacement indicator) due to battery impedance criteria. It was noted that the device was loaded with the programmer and found to have a good battery voltage and then some time later the device was interrogated and found to be at eri (elective replacement indicator). It was further reported that the device was removed and replaced. No patient complications have been reported as a result of this event.